Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6) 2012. Seven weeks after the initial procedure, the patient experienced swelling and decreased range of motion. This occurred after the patient climbed into and out of a vehicle 16 times on the same day. No further information has been provided.